Manufacturer narrative:
Product ID 7434a, serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient product ID 3487a, lot# j0211651v, implanted: 2003 (B)(6); product type lead product ID 7495-66, serial# (B)(4), implanted: 2003 (B)(6); product type extension (B)(4).

Event description:
It was reported that the patient "was scared of the lead because, something might be wrong with it, 4-5 leads were bad." It was stated that "they were going to pull it out and the doctor would put back in same location." For patient's other issues, see the manufacturer's report #6000032-2014-00078. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.